Event description:
It was reported that the pt's device keeps turning off. It was unclear if it is the pt's neurostimulator or his n'vision programmer that had shut off. No symptoms or outcome were reported. A follow-up report will be submitted if additional info becomes available.